Event description:
It is reported that a yag laser capsulotomy was performed on (B)(6) 2008 due to the patient's complaint of ''starbursts'' around lights. No degree of change reported following the yag procedure. The patient feels it is dangerous to drive at night and it has greatly impacted their lifestyle.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.